Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 290cc mentor smooth round high profile saline breast implant and experienced postoperative left-sided grade 3 capsular contracture and right-sided deflation. Patient stated that she felt tingling and hardened implant on the left side. She consulted a physician and was diagnosed with capsular contracture on the left and deflation on the right. As a result, the patient underwent explantation and replacement with unspecified gel breast implants on (B)(6) 2019. This medwatch report is for the right-sided implant.